Event description:
The customer reported the system was not saving images. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive, real time operating system and general purpose operating system were replaced and the system software was reloaded. The system was then found to operating as intended.